Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: january 2025 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a previously used and reprocessed bivona tracheostomy tube was placed after the patient returned from a scheduled MRI, at which time the patient rapidly decompensated and progressed to cardiac arrest. The trach was found to have a suspected malfunction, with the distal silicone/cuff area partially occluding the rigid lumen and creating a one-way valve, resulting in high airway pressures, absent etco2, and impaired ventilation. The trach was exchanged during resuscitation, and rosc was achieved after prolonged resuscitative efforts (>45 minutes). The patient remains hospitalized in the ICU. The adverse event involved a life-threatening airway obstruction, required emergent intervention, resulted in prolonged hospitalization, and posed risk for permanent impairment.